Event description:
Since having lasik several years ago, I have been experiencing episodes of iritis. I had never had these before. A medical work up was negative except for a positive hla-b27. Is this a side effect? Is this something only those predisposed -say, being hla-b27 - get? Diagnosis or reasons for use: myopia.